Manufacturer narrative:
Product analysis #(B)(4). Investigators present: (B)(6). The device was returned loose within an endovascular return kit. The catalog and lot numbers were verified from the returned paperwork. Both devices were returned bloodied. Upon inspection of the applier, there was a partially loaded endoanchor within the tip. The rest of the device was unremarkable. The handle was opened and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 8.99v. The same battery was reattached and the device was restarted in manufacturing mode; after the error was cleared, the partially loaded endoanchor within the tip was able to be fully deployed. No abnormalities were observed. Within the housing tip, a broken endoanchor was found. The applier drive shaft was manually rotated to release the broken endoanchor. An endoanchor was loaded within the tip and deployed into silicone with no issue. The unable to load event was confirmed as there was a broken endoanchor within the tip that prevented another endoanchor from fully loading. The break likely occurred during deployment of the third anchor. The exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions existed within this procedure that have historically been identified as causes of deployment resistance. These include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcification within the deployment zone.

Event description:
A heli-fx applier and endoanchors were used in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, three endoanchors were successfully implanted. While trying to load the fourth endoanchor into the applier from the cassette, the device would not retract the endoanchor fully from the cassette. The event was resolved by opening another heli-fx applier. As per the physician the cause of the event was malfunction of the device. No additional clinical sequelae were reported and the patient is fine. .